Manufacturer narrative:
Additional serial numbers#: (B)(4). Additional lot numbers: id410, dn129, 221768, id415, r247.

Event description:
A review of the events indicated that thirteen (13) patient samples tested on the echo lumena automated blood bank system produced inaccurate results. A review indicated that the echo lumena automated blood bank system produced four (4) unexpected false negative results for the anti-fya antibody; three (3) for the anti-e antibody; two (2) for the anti-k antibody; one (1) for the anti-lub antibody; one (1) for the anti-c antibody; one (1) for the anti-c antibody and one (1) for the anti-e antibody. Subsequent testing of reagent retention lots, reviews of design history records and reagent antigen validation testing of the initial bulk product used for commercial vialing showed acceptable results. Through post event tests and investigations, no specific causes were determined for the malfunctions.